Manufacturer narrative:
Investigation summary: bd did not receive returned samples or photos from the customer for investigation of glass breakage. Additionally, incident lot # was unable to be determined. Therefore, review of device history record and retention testing could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for glass breakage. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 4. It was reported while using bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml 1 patient sample broke in the centrifuge. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown lot number was not reported; however, potential lot numbers were provided. The information for those numbers is as follows: d4. Medical device lot #: 3142393 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 01-jun-2023 d4. Medical device lot #: 3230555 d4. Medical device expiration date: 31-aug-2024 h4. Device manufacture date: 01-sep-2023 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 4 it was reported while using bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml 1 patient sample broke in the centrifuge. There was no health impact or consequences reported.